Event description:
It was reported that during attempted implant, the lead could not be inserted through an introducer. The lead was not used. A replacement lead was successfully implanted. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.